Event description:
It was reported to philips that the bezel around the display for the unit was damaged. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the bezel on the display assembly was damaged and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the display assembly. The display assembly was replaced to resolve the noted damage. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the bezel around the display for the unit was damaged. There was no patient involvement.